Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/24/2019.

Event description:
The customer reported that the device had experienced touchscreen failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer: 06 november 2019. Date of this report: 07 november 2019. Attempts were made to obtain additional information regarding the device's repair. The customer did not respond to these additional attempts so this complaint will be closed.